Manufacturer narrative:
(B)(4). Unit received with missing retainer and missing reservoir tube o-ring. Unable to perform displacement test or lock reservoir in place due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, there was a cosmetic damage and o-ring is falling off and plastic casing around the clip was cracked. The blood glucose was unknown at the time of the incident. The insulin pump will be returned for analysis.